Event description:
It was reported that a pipeline vantage with shield technology was involved in a neurovascular flow diversion procedure for an unruptured saccular aneurysm located in the internal carotid artery. Two days post-procedure, the patient experienced stroke-like symptoms. Imaging revealed that the proximal end of the stent had collapsed and foreshortened, obstructing normal blood flow, which caused a stroke. There was a failure to open in the proximal and middle sections of the pipeline, which was positioned in a bend in the middle section. The pipeline was resheathed more than two times, and balloon angioplasty was required to open it. The vessel tortuosity was noted as severe. The angiographic result immediately post-procedure appeared fine. The pipeline was not removed from the patient, and full wall apposition was achieved. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter and a non-medtronic sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported balloon angioplasty was completed to open up the collapsed vantage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient seems to be inproving and getting better. The patient is receiving post stroke care. Balloon angioplasty was performed in the initial procedure. Then two days after with second intervention while treating the stroke. Failure to open occured during the initial procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.